Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited noise episodes, when tightening the atrial lead. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult to remove and noise were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including cross talk noise test and inspection of header and connectors, showed normal device characteristics with no anomalies contributing to reported event of noise or difficult to remove. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited noise episodes when tightening the atrial lead. The physician decided to replace the pacemaker. However, during the procedure, it was difficult to remove the atrial lead from the header and eventually the lead was removed. The pacemaker was not used and replaced. The patient was in stable condition.